Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes that the stopper popped out of the tube. No patient impact. The following information was provided by the initial reporter: the customer complained about the goods number 368499 batch number 2350019, there is a blood collection tube cap off.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). E.1:initial reporter facility name: (B)(6) university. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes that the stopper popped out of the tube. No patient impact. The following information was provided by the initial reporter: the customer complained about the goods number 368499 batch number 2350019, there is a blood collection tube cap off.